Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient requested technical support after encountering a fluid leak inside the cassette housing after receiving an air detected in cassette message during drain 3 of peritoneal dialysis treatment. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient indicates that the clinic was notified of the alleged event. The patient did not experience any complications and there was no medical intervention. The patient resumed treatment on a replacement cycler. The patient discarded the cycler set.